Event description:
On may 18, 2008, the distributor reported that on an unk date the pt had an x-ray with results of rod movement in the right l4 screw. In 2008, the surgeon performed a revision surgery and explanted the rod, screw and closure top. The pt was reinstrumented during the surgery. In l4, where obliqueness of the previous screws was most pronounced, two 7/45mm screws were used to obtain solid pedicular bone purchase. Rods were used to obtain solid pedicular bone purchase. Rods were inserted and secured with a dynamometric screwdriver (80 newton) while applying intersegmental compression. Bone graft was harvested from the iliac fossa and packed with bone bank grafts in the region.

Manufacturer narrative:
A review of the device history record indicates the part met specs. Visual inspection of the rod identified where the screw and closure were engaging the rod. No malfunction of the rod was identified. Per the surgeon, the l4 screw was indicated to have obliqueness most pronounced, signs of metallosis. Replacement screws were used to obtain solid pedicular bone purchase. The replacement screws corrected misplacement of the previous implanted screws that were not perpendicular to the vertebral bodies. The cause for the loose rod is determined to be misplaced screws causing the rod to loosen. Note: a report or other info submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of info constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.